Event description:
User received erroneous potassium results for two pt samples which were not reported out. Sample 1 initial result was 0.5 mmol/l. Sample 2 initial result was 0.6 mmol/l. User ran both samples on another analyzer and got normal results around 3.8-4.0 mmol/l. The field service rep determined the cause to be improperly placed ise tubing. He adjusted the ise tubing, activated the electrodes, replaced the sample probe and mixtower. Performance tests were performed.